Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed error message e224 and story books appear in all four corners of screen when the camera was connected. The issue was found during preparation for therapeutic procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "when camera is connected, story books appear in all four corners of screen and e224 message comes up" was confirmed. Based on the results of the investigation, bad cable unit connector is the cause of the reported failure. The most probable cause of the complaint is cause traced to component failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed error message e224 and story books appear in all four corners of screen when the camera was connected. The issue was found during preparation for therapeutic procedure. There was no patient involvement.